Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed the investigation. The instrument was found to have a broken grip tip. A piece measuring approximately 14.32 mm × 4.83 mm in size was found to have broken off; however, the broken piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the fenestrated bipolar forceps instrument tip broke. A fragment fell inside the patient and was retrieved during the same procedure which was completed as planned. Intuitive surgical inc (isi) obtain the following additional information through follow up: all the fragments were retrieved intraoperatively using laparoscopic graspers. The customer confirmed that all fragments were accounted for, ensuring that no fragments remained in the patient¿s abdomen. No intraoperative nor post-operative imaging (e.g., x-ray or ultrasound) was performed to assess for retained fragments. There were no complications to the patient as a result of this issue.